Manufacturer narrative:
Patient information was requested, but no response received. The event date is (B)(6) 2016.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm reported.